Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered too much insulin the customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. Customer consumed carbohydrates to address bg. Additionally, a cartridge change error was received. Customer loaded a new cartridge to resolve this issue. Recommendation was made to consult with healthcare provider regarding diabetes management.